Manufacturer narrative:
Concomitant medications: intra-procedure medications included unfractionated heparin. Post-procedure medications included aspirin, clopidogrel, statins, beta-blockers and ace inhibitors. This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The email received for the (B)(4) study indicated that the patient had unstable angina one day after implantation of a cypher stent. Coronary angiography was repeated and indicated that it seemed that the proximal part of the stent was not fully expanded and post-dilation was conducted successfully. There was no in-stent or peri-stent restenosis pattern. Cardiac enzymes were elevated three days later. The main indication for the index procedure was an anterior non st-elevation myocardial infarction (nstemi). Pre-procedure ck was 69 (upper limit 140, troponin 36.8 ng/l (upper limit 14), and ck-mb was not done. Pci was performed on a 99% de novo lesion in the mid lad of 20mm in length in a 2.0mm vessel diameter with moderate vessel tortuousity. The (type a) eccentric lesion was characterized with an irregular contour, no calcification and thrombus absent. The lesion was pre-dilated with a 2.5x15mm maverick balloon at 14 atm before a 2.75x33mm cypher select + stent was deployed at 16 atm. Ivus was not used and post-dilatation was not performed. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure. Post-procedure ck was 77, troponin 89.1 and ck-mb was not done indicating normal progression of the nstemi presentation. The following day, the patient experienced unstable angina and a coronary angiography was performed. It was indicated that proximal part of the stent was not fully expanded. Therefore, post dilatation with a 3.0 x 20 mm high pressure balloon was performed with successful results. Timi 3 flow was reported post-procedure. There was also no evidence of thrombus or aneurysm. Cardiac enzymes measured three days later showed ck was 118 and troponin was 592. A diagnosis of mi was not made. The patient was discharged on the following day. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU indicates that optimal expansion requires the stent to be in full contact with the artery wall, with the stent internal diameter matching the size of the reference vessel diameter. Stent wall contact should be verified through routine angiography or intravascular ultrasound. The IFU instructs to confirm adequate stent expansion by angiographic injection through the guiding catheter. Based on the information provided, there are possible procedural factors (stent underexpanded, no post-dilation conducted) that may have contributed to the chest pain experienced by the customer and subsequent cardiac enzymes elevation. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
No additional information is available at this time and no further reports will be forthcoming.

Event description:
The email received for the (B)(4) study indicated that the patient had angina one day after the index procedure. Coronary angiography was repeated and indicated that in the proximal part of the stent, visually it seemed that the stent was not fully expanded. Therefore, post dilatation with a 3.0 x 20 mm high pressure balloon was performed. Finally, there was good result. Timi 3 post-procedure with no in-stent restenosis or peri-sent restenosis pattern. There was also no evidence of thrombus or aneurysm. Three days later, troponin was 592, ck 118 but ck-mb was not done. This was diagnosed as a nstemi. The patient was discharged on the following day. The main indication for the index procedure was acute coronary syndrome, anterior wall non st elevation myocardial infarction (nstemi). Pre-procedure ck was 69 (upper limit 140, troponin 36.8 ng/l (upper limit 14), and ck-mb was not done. Pci was performed on a 99% de novo lesion in the mid lad of 20mm in length in a 2.0mm vessel diameter with moderate vessel tortuousity. The (type a) eccentric lesion was characterized with an irregular contour, no calcification and thrombus absent. The lesion was pre-dilated with a 2.5x15mm maverick balloon at 14 atm before a 2.75x33mm cypher select + stent was deployed at 16 atm. Ivus was not used and post-dilatation was not performed. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure. Post-procedure ck was 77, troponin 89.1 and ck-mb was not done.